Event description:
It was reported that while using bd bactec¿ fx40 instrument 4 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " when I look at keiko's plot screen, it's not always stable. It has been rattling up and down for about two days and has been unstable. Possible MDR for 4 false positive results. They were sub-cultured and reported correctly to the doctor."

Manufacturer narrative:
H.6. Investigation: a false positive issue was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6)). Customer reported about the false positives and unstable plot. A field service engineer (fse) was dispatched and discovered the history of electrical work and rolled backout which might have led to false positives. If any additional information is provided in the future, this case will be re-opened and re-investigated. This is an unconfirmed failure of bd product. Bd quality did not receive any returned materials for investigation. Review of device history record for (B)(6) is not required due to the age of the instrument. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause for false positives was unable to be determined. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument 4 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " when I look at keiko's plot screen, it's not always stable. It has been rattling up and down for about two days and has been unstable. Possible MDR for 4 false positive results. They were sub-cultured and reported correctly to the doctor."